Manufacturer narrative:
On august 07, 2023, mentor was notified that the patient underwent removal on (B)(6) 2023. On august 15, 2023, mentor received the following additional information. Patient age at the time of event: 40 years old. The patient desired removal of the implants and a mastopexy for symmetry. As a result, she underwent bilateral removal without replacements. As an event for the contralateral side was indicated, another file was generated to document the event. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-10218 for the contralateral event. On august 16, 2023, mentor was notified that the complaint device has been retained and is not available for return.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old caucasian female patient underwent a breast augmentation surgery with implantation of a 425cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left breast implant using mammogram imaging. A consultation with a medical professional and magnetic resonance imaging was also conducted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).